Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of six reports (3007042319-2015-00853, 3007042319-2015-00854, 3007042319-2015-00855, 3007042319-2015-00856,3007042319-2015-00857 and 3007042319-2015-00858,) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several instances of premature switching events. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported power switching events and power consumption issue may be due to a combination of a communication error between the controller and batteries and five batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-00853, 3007042319-2015-00854, 3007042319-2015-00855, 3007042319-2015-00856,3007042319-2015-00857 and 3007042319-2015-00858,) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient complaints of five batteries that drop from four bars of charge to one bar of charge; at times the power switches and at times it does not. This happens only when connected to port 1 of the controller. Log-files were sent for analysis. Controller and five batteries exchanged with no effects to the patient. This is report 1 of 6.